Manufacturer narrative:
Section e1: (B)(6). Manufacturer's investigation conclusion: the account reported that the patient received a heart transplant after being placed on the usual waiting list. No alarms or device-related issues were reported in association with this event. (B)(6) was returned assembled with the driveline severed approximately 7¿ from the pump housing. A distal portion of the driveline (including the controller connector) was returned measuring approximately 27¿. The inlet elbow was returned attached to the pump¿s inlet port. The sealed inflow conduit flex section was severed medially, and the distal portion was returned attached to the inlet elbow. The proximal portion of the flex section was returned attached to the inlet tube. The apical sewing ring was returned, secured to the distal end of the inlet tube with a white zip tie and green sutures. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft and bend relief had been severed near their hardware and the remainder of the material was not returned. The bend relief collar was returned secured over the bend relief hardware. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. Incidental findings revealed that damage to the outer jacket was observed on the external portion of the returned driveline. Additionally, visual inspection of the driveline potting inside the pump outlet housing (interior of the cable boss) revealed that the potting had an opaque, orange color and smooth surface. There was no evidence of fluid ingress into the surrounding space. This discoloration was previously investigated and was found to be due to incomplete mixing or insufficient batch size; the issue is cosmetic only and would not have affected device functionality. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) are currently available. Although no device-related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(6) and the driveline (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump was removed for transplant on a regular waiting list.